Event description:
Crna attempted spinal anesth w/2 follow-up attempts by anesthesiologist at l3-4 level. Failed x2. 2nd attempt noteable for inability to separate inducer (25ga quickie unit). The entire unit complex pulled back & spinal tip had broken off. Unable to palpate. Lumbar x-rays identified tip in deep tissue of lower back. Orthopedic consult & removal requiring return to the o.r. For procedure under local mac.